Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices (B)(6) revealed contamination within the connector locking mechanism of both batteries, which prevented proper locking and mating to the controller, resulting in an unstable connection that may have caused power disconnects. Log file analysis revealed that the controller in use at the time of reported event, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed four (4) critical battery alarms due to communication errors involving (B)(6) logged on 16/jul/2020 between 06:46:43 and 21:16:05. Review of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period. As a result, the reported locking mechanism issue and critical battery alarm events were confirmed. The battery (B)(6) had been lubricated prior to release. There is no evidence that the lubrication servicing was performed on the batteries (B)(6). Based on the available information, the most likely root cause of the reported locking mechanism issue event can be attributed to contamination in the battery connector locking mechanism, likely due to the handling of the device. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system- battery d4: serial #: (B)(6), h3: yes, h6: method code(s): 10, 4112, h6: results code(s): 331 h6: conclusion code(s): 19 d1: heartware ventricular assist system- battery, d4: serial #: (B)(6), h3: yes, h6: method code(s): 10, 4112, h6: results code(s): 331, h6: conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system- battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 06-aug-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 29-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system- battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 06-aug-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-mar-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery experienced a critical battery alarm and had concerns for disconnecting. This battery remains in use but it was advised that the patient should consider not using it. Additionally, it was noted that two of the patient's other batteries were concerning for power disconnects due seeming as if there may be some dirt, sand or dead skin cells that may be preventing the spring on the batteries locking and unlocking from the battery connection appropriately. The batteries were noted to "grind" when working the spring action. No bent or broken pins were observed. These two batteries were replaced. No patient complications have been reported as a result of this event.